Event description:
After approximately 2 1/2 years of successful cochlear implant use, this patient could no longer hear with the device. The only response was evoked at very high current levels, which were painful to them. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery was performed successfully in 2005.